Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication. The conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced leg spasms and the pump had possibly alarmed. It was reported that the patient called their managing physician's office with increased leg spasms and they "weren't sure but they thought they heard beeping." The patient went to the nearest hospital which wasn't the hospital their managing physician was at. The patients status at the time of the report was, "alive-no injury." No further complications were anticipated/reported. Additional information was received from a manufacturer representative (rep) on 2017-jun-02. A pump physician that had privileges at the hospital where the patient was admitted interrogated the pump and found it was not alarming. Additional information was received from a healthcare provider on 2017-jun-13. The pump was intended to deliver an unknown type of baclofen [400 mcg/ml] at 59.00 mcg/day and morphine [2 mg/ml] at 0.2950 mg/day, indicated for intractable spasticity. It was reported that an active motor stall was seen at initial interrogation. The patient had not recently underwent magnetic resonance imaging (mr); the patient did have a lumbar puncture recently, but no MRI that they were aware of. It was stated that the pump was not alarming; they discovered the motor stall and tube set messages when they interrogated the pump. The pump logs were read and showed that the motor stall occurred on (B)(6) 2017 at 08:15, followed by a "stopped pump period may exceed tube set" on (B)(6) 2017. It was stated that the patient's wife had heard the pump beeping a couple weeks ago, but had not heard it since. It was stated that there were 2 cc in the pump and the pump was scheduled to be refilled on (B)(6) 2017. It was recommended that the pump be replaced as soon as medically possible if they wished to continue with intrathecal baclofen therapy for the patient. Additional information was received on 2017-jun-28. The pump was explanted and returned to the manufacturer for analysis. No patient symptoms were reported. No further complications were reported/anticipated as a result of the event.